Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two of the bd safetyglide¿ needle were leaking. The following was received from the initial reporter: the big problem is that there is a leak in the plastic part of the needle. The liquid flows at the end, but also from the side.

Manufacturer narrative:
It was reported there is a leak in the plastic part of the needle. To aid in the investigation, one video was provided for evaluation by our quality team. The video shows a needle assembly with no plastic shield connected to a syringe that has about 3ml of a solution. When the syringe plunger rod is pressed down the solution comes out of the needle tip and one side of the needle hub. No other defects or imperfections were observed. A device history record review was completed for provided material number 305109, lot 2228015. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the video sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.